Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Refer to medwatch 3004209178-2016-79893.

Event description:
The customer reported via telephone call that the blood glucose ran high and that the insulin pump alarmed for no delivery during the manual prime. The blood glucose reading was 436 mg/dl. The customer treated with manual injection. The no delivery alarm had been resolved with a complete set change. The reservoir will be returned for analysis.